Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, cardiosave intra-aortic balloon pump (iabp) had battery not charging in bay#2 malfunction following by alarm code#14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e2, e3. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer took full responsibility for the repair. The "battery will not charge" issue was related to the power management board so the customer replaced the power management board, which restored proper charging in battery bay #2. The "power-up test fails # 14 (prior compressor failure etf)" error was related to the compressor. The customer replaced the compressor, and the issue was successfully resolved. The customer was unable to adjust the required vacuum so the customer replaced the drive regulator, and the problem was resolved. The device is now functioning perfectly.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 event site address.